Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged tia attack. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 28, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices the manufacturer previously received information alleging they had a series of tia attacks. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. During the investigation manufacturer observed dust-like contamination on the blower, blower seal, and blower box,black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01.mineral-like deposits on the bottom of the blower which suggests water ingress,dust-like contamination at the air inlet of the blower box. Manufacturer used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes there is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. And observed no evidence of degraded sound abatement foam.manufacturer was not able to confirm the complaint or address the symptoms specified.